Manufacturer narrative:
No product is being returned to eval, but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic roux en y gastric bypass - "wound protector was in use during laparoscopic procedure. At time of removal, surgeon grasped white ring and pulled to remove device through the incision. Plastic sheath connecting the rings snapped and the green ring was retained in the pt's abdomen. The ring was ultimately removed through a different port. Mesh was in place in pt's abdomen due to prior surgery. May have made skin less compliant to stretch to allow device to be removed." Pt status: "ok".